Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 308 mg/dl. The customer stated the suspected cause was due to neglecting to deliver a bolus for their breakfast. The customer delivered a bolus to address bgs.